Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to water ingress. Our evaluation found internal water damage within the front panel which included the monitor board. The battery interconnect board and monitor board were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.